Event description:
Additional information received reported that the patient had his percutaneous leads removed and replaced with a paddle lead and two extensions. The next day, it was reported that the device would be turned on in a few days. It was noted that impedances were checked and all were normal. It was reported that the percutaneous wires were cut when removed and discarded. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported the patient thought the device was not ¿put in right¿ and ¿one of the probes came out.¿ it was stated the patient went to physical therapy two months after the device was implanted, around (B)(6) 2012, and when the physical therapist turned the patient¿s neck the ¿probe came out.¿ it was noted the patient had their doctor check the device two days later, around (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was throwing a football and the stimulation changed. An x-ray confirmed the right cervical percutaneous lead migrated completely out of the epidural space. When the device was turned on, the stimulation was burning in the right shoulder blade. A lead revision was scheduled for (B)(6) 2012 to replace both leads. The percutaneous leads were to be replaced with a paddle lead. Additional information reported that the patient initially got the implantable neurostimulator (ins) to address axial and arm pain. The patient had the ins turned off since the lead migration. The physician was comfortable with the amount of pain medication the patient had and was not going to be prescribing additional medication. It was reported that the migrated lead was twisting nerves and felt "as though it was burning." The patient's pain level was "ver a 10" and "it hurt so bad" the patient was crying. The patient's blood pressure was 159/129 due to increased pain. It was noted that the patient had always hurt where the ins was because of the placement. The physician wanted the patient to take tramadol and gabapentin for the pain in the meantime. It was noted the revision was planned for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).